Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that the atrial lead was replaced on (B)(6) 2019 for an unspecified reason.

Event description:
New information revealed that the patient presented in clinic with many episodes of atrial lead noise and oversensing. The noise was reproducible in clinic. The lead was capped and replaced on (B)(6) 2019. The patient was stable.